Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine (10 mg/ml, 0.539) via intrathecal drug delivery pump for spinal pain. It was reported that the patient felt the pump didn't work. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was attempted but couldn't be done as the doctor couldn't aspirate. The catheter was replaced. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found a dark residue occlusion in the dispensing holes of the catheter body. If information is provided in the future, a supplemental report will be issued.